Event description:
This rv lead was implanted on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that impedance fluctuations from baseline 525-600 ohms up to approximately 900 ohms occurred on this lead. There were no out of range lead impedance, good threshold at 0.8 v and no episodes with noise/artifact the following physician was dr. (B)(6) at (B)(6) heart institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).